Manufacturer narrative:
(B)(4). This report was assessed and determined to be an MDR based on our MDR reporting criteria. A follow-up report will be submitted once the device in question has been received and an investigation analysis is completed (B)(4).

Event description:
PICC line broke when pt was being repositioned by nicu staff rn.